Event description:
It was reported that the pt believed her leads had come loose, and was in terrible pain. The pt had been to the ER numerous times because of the pain, which was on and off under her ribs. It began on her left side and was now also on the right side, coming from the back. Additional info has been requested, but was not available as of the date of this report.

Event description:
Additional information received indicated that the patient experienced a loss of therapeutic effect and stimulation in the wrong location. It was noted that the patient was over discharged and the implanted neurostimulator was subsequently explanted. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).